Event description:
It was reported that the lead had high impedance on both coils. The lead was explanted and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and defibrillator conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The lead appears to have been implanted with a bend in it at the fracture site.